Event description:
It was reported that the customer's insulin pump stopped delivering insulin, as a result of inaccurate sensor readings. The sensor gave a reading of 65 mg/dl, while his blood glucose was 200 mg/dl. Customer refused troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.